Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
(B)(4) analysis evaluated 1 opened/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoir passed the occlusion test.

Event description:
It was reported that the customer received a no delivery alarm during prime. It was stated that her blood glucose was rising, they changed the infusion set but the insulin pump would alarm no delivery alarm before connecting the infusion set to body. Customer had to change the reservoir and insulin. Blood glucose value was 270 mg/dl. The alarm was resolved by a complete set change. Nothing further reported.